Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer's insulin pump was alarming that it was unable to detect the reservoir. Customer's blood glucose level was not provided at time of reporting. Nothing further reported.

Manufacturer narrative:
A broken reservoir tube lip, broken battery tube threads, minor scratches on the display window and a missing end cap sticker were noted during the visual inspection. The insulin pump alarmed for a motor error during the basic occlusion test due to a loose and protruded drive support disk. No alarms could be verified for the loose drive support disk due to the motor error alarms.